Event description:
It was reported that the preloaded monofocal lens had a scratch on the lens. It was initially inserted into the eye but was subsequently removed and replaced with another j&j intraocular lens (iol). Additional information suggests that the patient had an excellent outcome. There were no errors in loading or inserting the lens, however, the defect on the iol was noticed after the lens unfolded in the eye. No patient injuries or medical interventions were required. No further information was provided.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: oct 11,2024. Section d-10: concomitant medical products and therapy dates :detail of product and date: lot number cp07380, 1mtec30-12 - unfolder platinum 1 series crtrdg 30/box. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received coated in viscoelastic residue and cut in half with the two lens pieces stuck together. The lens pieces were cleaned and inspected revealing scratches. The complaint issue was identified during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.